Manufacturer narrative:
H6: conclusion coding updated: engineering evaluation findings: a visual inspection of the un-deployed device revealed the lock pin dislodged from its seating in the leading olive and bent approximately 90 degrees. The lock pin hole in the olive was examined and appeared to be torn. Based on the findings from this evaluation, the physician¿s observation that ¿a lock pin protrusion from the trunk-ipsilateral leg component delivery catheter was reportedly noted¿ was confirmed. The likely cause for the lock pin being dislodged from the leading olive and bent could not be determined with the available information. The likely cause for the tear in the lock pin hole of the olive is the lock pin forcefully dislodging from the olive.

Manufacturer narrative:
Please note: reported bleeding from sheath valves and post-operative blood transfusion have been captured in MFR report nos. 3007284313-2021-01525 and 3007284313-2021-01526. (B)(4).

Event description:
On (B)(6) 2021, the patient underwent an endovascular treatment of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. Two 18fr gore® dryseal flex introducer sheaths were used as accessories during the procedure. A 18fr gore® dryseal flex introducer sheath was used to gain access on the right side, and a gore® excluder® trunk-ipsilateral leg component was advanced. After unsheathing the device, blood leakage was reportedly noted from the sheath valve. An attempt was made to pressurize the valve using the syringe, but the valve reportedly could not be inflated. The sheath was removed and replaced, and the trunk-ipsilateral leg was inserted into the new sheath. However, blood leakage was reportedly observed again. It was reported that the valve was not fully inflated. The undeployed trunk-ipsilateral leg was removed, and another gore® dryseal flex introducer sheath was inserted. The trunk-ipsilateral leg component was replaced, and the new device was advanced and successfully implanted. All devices were implanted without any further reported issues, and the patient tolerated the procedure. After the procedure, a blood transfusion was required due to blood leakage from the sheath valve leading to significant blood loss (amount unknown). Upon visual inspection after the procedure, a lock pin protrusion from the trunk-ipsilateral leg component delivery catheter was reportedly noted. According to the report, the device was prepared per the instructions for use, and no issues were noted during advancement of the delivery catheter. The gore® excluder® trunk-ipsilateral leg component will be returned to gore for evaluation.